Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 in the auxiliary failed and would not recover. The customer reported that the during malfunction they managed to obtain medication from alternative station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed and could not be removed. A field service engineer removed all cubies and reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.